Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an pec - the unit is non-upgradeable due to power loss during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. During functional testing, the device was able to power on, however the software could not be upgraded due to a failed processor board. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition likely describes a power issue related to the field software upgrade process and fixtures. The processor board requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.